Event description:
It was reported that post operatively to a gastric band implant, the patient presented with esophageal dismotility due to possibly band collapse. It is believed that the band collapse was due to significant scarring found around the band. This prevented fluid from entering the band. The patient had one adjustment. The band was explanted. The patient is fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.